Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found the following warnings and precautions related to the reported failure: breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation. Excessive force during insertion can cause failure of the suture anchor or insertion device. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Reference number: (B)(4).

Event description:
It was reported that, during the surgery, when the footprint was being anchored and impacted, at the final strike the anchor broke off and had an opening at the end of it. Another smith and nephew anchor was used to complete the surgery. No delay or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.